Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms. This rv lead is not a boston scientific product. It was noted that tachy device therapy was programmed off on the same day. This rv lead was subsequently explanted and replaced approximately one month later. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).